Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7. H3, h6: part: 03.033.001. Lot: 3l04197. Manufacturing site: hägendorf. Release to warehouse date: may 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent insertion handle frn was received at us customer quality (cq). Upon visual inspection, it was observed the broken tip of the mating driving cap f/insertion handle (p/n: 03.010.523, lot # l814076) was retained in the threaded portion of the insertion handle. No issues were observed with the handle. Conclusion: the complaint condition was not confirmed as no damage was observed on the radiolucent insertion handle frn. There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Event description:
It was reported that on an unknown date, during a procedure, the driving cap broke in insertion handle. There was no surgical delay. No patient harm. Procedure status is unknown. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.